Event description:
It was reported that the right atrial (ra) lead exhibited noise over-sensing resulting in appropriate mode switch (ams). No intervention was performed. The patient's condition is unknown.